Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert sounded due to oversensing or noise. The lead was reprogrammed to turn off tachyarrhythmia detection. The lead was later replaced. No patient complications have been reported as a result of this event.